Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The reporter stated that the battery pins are broken. There was no adverse patient impact reported.